Manufacturer narrative:
H10. There is no other additional information available. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty first revision on (B)(6) 2012 , and then experienced second revision surgical procedure on (B)(6) 2016 approximately 3 years and 10 months after first revision. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability as reported, due to inclusion of the polyethylene in the packaging recall, or secondary to infection. However, the reported prosthesis wear, instability, or infection cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, component, and investigation clinical codes.